Event description:
It was reported a patient experienced 2 hernias coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient reported that on an unknown date 2 months prior to receipt of this report, the patient developed a hernia around the belly button and around the right groin. Treatment for the hernias was not reported. The cause of the hernias was unknown. It was not reported if the patient was hospitalized for the hernia events. At the time of this report the outcome of the 2 hernia events was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed to investigate the reported problem. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. Review of the service history revealed no previous service events that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported hernias could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the patient experienced two hernias on an unknown date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.